Manufacturer narrative:
User medwatch reference: mw5085612. A device history record review did not identify any anomalies that could be related to the reported issue. The device was not returned for analysis so it was not possible, based on the limited information available, to determine the probable cause of the reported issue so the assigned cause classification was cause not established.

Event description:
It was reported that during the procedure, the fiber was being used in accordance with the manufacturer instructions and the tip broke off the fiber. The fiber tip was recovered in it entirety. There was no other information provided.